Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2017 due to diabetic ketoacidosis with blood glucose of 250 mg/dl. The customer was vomiting and not sure if had high blood glucose. Customer had mild ketones as well. The customer was wearing the insulin pump at the time of hospitalization. The customer also reported that the insulin pump was unable to get sensor connection. The customer was assisted connecting transmitter to the insulin pump. Customer declined troubleshooting for high blood glucose. The product will not be returned for analysis.